Event description:
Pdc received a call on (B)(4) 2014 reporting a medical intervention that occurred on (B)(6) 2014 at 3:00 pm. Patient's husband ((B)(6)) stated that patient was having symptoms of low blood sugar and also unable to comprehend communication. At the time of the event, the prodigy meter read 120 mg/dl. Paramedics were called 5-10 minutes after the event. Paramedics arrived and performed a blood glucose test with a result of 23 mg/dl. Approximately 15-20 minutes passed between testing with the prodigy meter and the paramedics meter. Paramedics gave patient an IV before being transported to emergency room. Patient's glucose reading upon arrival at emergency room was 53 mg/dl at 5:20 pm. Patient's stay in the hospital was 4 days. Blood glucose reading upon discharge from hospital was 170 mg/dl. Pdc sent replacement and prepaid envelope requesting return of suspect device.